Manufacturer narrative:
The device and a video was received for evaluation. The visual inspection and a pressure test was performed on the sample and a leak was observed at the upper dialysate port. The reported condition was verified. The cause was related to mechanical shock during the transportation process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The most probable root cause is a mechanical shock. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external leak was observed during the priming of one unit of prismaflex m100. There was no patient involvement. No additional information is available.